Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging missing product. The reporter alleged missing adaptor in package. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.